Event description:
It was reported that a balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.